Event description:
During an in-clinic follow up, loss of capture which resulted in the trigger of episodes of nonsustained oversensing were noted on the right ventricular (rv) lead. Then x-ray imaging was conducted and revealed that the connector pin of the rv lead has a loose connection to the header of the device. During the procedure, it was also observed that the lead helix would not extend or retract. It was suspected that the cause of the helix concerns was due to the loose connection of the rv lead to the device. A portion of the rv lead was explanted while the rest was capped; and the rv lead was replaced to resolve the event. The patient was stable with no consequences. The high voltage impedance was also attempted to be measured during the event but an error message occurred. It was attributed that the cause of the error message was due to the programmer.

Manufacturer narrative:
As received, only the connector portion of the lead was returned for evaluation in one piece. Visual inspection of the partial lead did not reveal any anomalies. The connector pin was intact and no anomalies were noted. X-ray examination revealed that the inner coil was severely over-torqued and some filars of the inner coil were separated/broken at the connector region consistent with procedural damage. Helix mechanism/extension length testing was unable to be performed due to the condition of the lead as received. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, loss of capture which resulted in the trigger of episodes of nonsustained oversensing were noted on the right ventricular (rv) lead. The high voltage impedance was also attempted to be measured but an error message occurred. Then x-ray imaging was conducted and revealed that the connector pin of the rv lead has a loose connection with the header of the device. A portion of the rv lead was explanted while the rest was capped; and the rv lead was replaced to resolve the event. The patient was stable with no consequences.